Event description:
Procedure: ercp. Reportedly, the cautery was being used to cut muscle tissue. According to the report, while cutting with the device, a burst of energy occurred and the user noticed some bleeding. The unit was used on the coag setting to stop the bleeding. The details of the bleeding were not reported; however, the facility did not report an injury to the pt. Note; the facility was contacted for add'l info about this event. However, to date no add'l info has been provided.